Event description:
Caller reports she had to have a hysterectomy due to essure migrating out of her fallopian tubes and perforating her uterus. Caller alleged when the device was explanted it was malformed in a shape of a ring. Prior to the device being removed, she was in excruciating pain and could barely perform her regular activities which made her quit her job in june. She also suffered from suicidal thoughts as she didn't know exactly what was causing the pain and weakness. She said "I felt miserable all the time". Her relationships suffered as she did not have energy to go to her kids games and intimacy with her husband was painful. Apart from the lower abdominal pain she also had heavy periods and abdominal cramping, hair loss and regular hospital visits. After device was explanted, she feels so much better and its a miracle she is able to walk around the house with no pain or hurt.